Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in successfully resetting the pump, after which the malfunction did not recur. Customer was instructed to call back if the issue happened again and was able to continue using the pump.